Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting pacing lead impedances of greater than 3000 ohms. Other lead measurements remain stable and there are no oversensing issues. The patient has many medical issues therefore, the physician would like to avoid opening the pocket if possible. Technical services (ts) discussed that high impedances would mainly effect capture therefore suggested increasing rv outputs to maintain capture and monitor the patient, possibly on latitude. Furthermore, the physician complained of high pacing impedances with the 0174 rv lead model in past cases. No adverse patient effects have been reported. Additional information was received that the rate/sense portion of this rv lead was surgically capped and abandoned due to high out of range pacing impedances. The shocking portion of the lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information indicates that this rv lead remains in-service without further complications. Should additional information become available this product issue will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.